Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while using the universal modular electric/battery/double trigger handpiece for a while it stopped working. The surgery nurse reported that she had the impression that the machine got stuck. Resetting the machine by disconnection of the battery success. Using a new battery was also unsuccessful. Using another machine showed that both batteries worked. Therefore, the defect seems to be handpiece related. There was no patient harm; however there was a delay in surgery for approximately 5 minutes. The procedure was completed with an alternate device.